Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula bent event on 28-nov-2025. The blood glucose level was over 400mg/dl. No further information available.